Event description:
The recipient has thin nerves of the bilateral cochlear. Before the implantation, the parents were informed there would be a limited or no benefit with the device, however, they still wanted to try. After the initial fitting, the recipient did not obtain any benefit from the device, which led to non use. Furthermore, in early march 2024, the parent reported the recipient had otitis media in the right ear, and part of the electrode was extruded in the external auditory ear canal. The recipient has been explanted to treat the otitis media.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient never had benefit with the device due to device unrelated medical issues namely thin nerves of the bilateral cochlear. Further the recipient suffered from otitis media which led to the explantation of the device and was likely causing the extrusion of the electrode into the external ear canal. During device investigation overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The recipient has thin nerves of the bilateral cochlear. Before the implantation, the parents were informed there would be a limited or no benefit with the device, however, they still wanted to try. After the initial fitting, the recipient did not obtain any benefit from the device, which led to non use.